Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 540 mg/dl at the time of the incident. The customer's blood glucose was 310 mg/dl at the time of call. The customer stated that her blood glucose was 464 at the time she was in the hospital. The customer stated that the high blood glucose was treated at the hospital. The customer also reported that she was feeling hot. The time of the hospitalization was 11:30am and the date of the hospitalization was (B)(6) . Troubleshooting did not found any issues on the insulin pump. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. Troubleshooting did not found any issue with the insulin pump. The insulin pump will not be returned for analysis.